Event description:
Customer stated that when they push the slide up all they see is the top part of the screen. A review of the system was conducted over the phone. It was determined from this review that segments were missing from the units position in the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.